Event description:
It was reported that during a proctocolectomy and backen-reservoir procedure, the device was fired and the surgeon felt something was not okay. The device was opened and found to have an empty cartridge. A like device was used to complete the procedure. There was not patient consequence. There is no additional information available.

Manufacturer narrative:
Information anticipated, but unavailable at this time.